Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 24. The last recorded recharge session performed while the device was implanted had the default date of (B)(6)-2000 due to por. The device was recharged for 57 minutes and the battery charged from 2.605v to 3.565v. The prior charge record was dated (B)(6)-2014. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after two physician mode recharges. The recharger had full coupling and the ins recharged for 5 hours and 20 minutes from 2.480v to 4.005v. Unusual device orientation was noticed while performing the adaptive stim test. When checking orientation the medtronic logo was facing down for ¿lying front¿. The implant location was the left buttock; this suggested the medtronic logo was facing inward on patient. During bench testing a recharging attempt with the medtronic logo facing away from the recharger antenna produced zero coupling.

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 97791, lot# n490316, implanted: 2014 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the recharger was not charging. The patient would plug in their recharger and it would be fully charged but it would say to charge the recharger. This issue had been present for about 5 days prior to the report. The connector pin was not loose or bent and the green light was on the desktop charger. The patient¿s implantable neurostimulator (ins) was not working because it needed to be recharged. The patient last felt stimulation 5 days prior to the report. The stimulation shut off on its own. The patient was trying to recharge and was having difficulties. The patient was able to get to the charging screen but had 0 coupling boxes. The patient was sitting while trying to recharge. The patient tried standing up but still got 0 coupling bars. The patient hit the start charge button and was seeing the reposition antenna screen. They were then unable to get back to the charging screen. The patient was wearing a belt and tried to tighten it. The antenna was right over the patient¿s skin. The patient could feel their ins through the skin and it seemed to be pretty flat rather than tilted on one side. The patient used their programmer and it showed that their ins battery was low and they needed to charge. The patient¿s recharger antenna was broken. The recharger antenna was not returned to repair. C500. The patient had an appointment on 2014 (B)(6) however, the outcome of the appointment was unknown. At a much later time, the patient called in on 2015 (B)(6) to report that they were having their device removed on 2015 (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had their stimulator removed after only 3 weeks because they could not recharge the device and they could not get the ins to work. The patient indicated that the device was replaced in (B)(6) 2014 but then noted that it was removed in (B)(6) 2015 which coincided with manufacturer records. The patient reported that their device got infected which started with a pimple that was swollen with pus. It was noted that there was a hole where the ins was located. The pimple got bigger and bigger and eventually it popped on its own. The infection was over the implantable neurostimulator (ins). It was noted that the patient's device started getting infected a week prior to the report but then noted that the infection started in (B)(6) 2015 and then in (B)(6) 2015. It was unclear when the infection started. The patient noted that they had been to the emergency room in (B)(6) 2015.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient's device was explanted on 2015 (B)(6)because, the patient thought the implantable neurostimulator (ins) was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.